Manufacturer narrative:
H10: one (1) actual device and a photograph of the sample was returned for evaluation. The actual device was received partially filled with a solution. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed of the sample and no issues were observed of the connector or cap areas. The photograph was reviewed and a colorless to white particles were observed in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. In one (1) bag a particle was observed and in one (1) bag a white particle was observed. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.